Manufacturer narrative:
Unit was returned to the company's repair center for further evaluation.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected patient monitoring. No patient injury was reported.